Manufacturer narrative:
Accutni qc was ran on (B)(4) 2013 and recovered within the laboratory's established ranges of 1-2 standard deviation (sd). Accutni calibration was performed on (B)(4) 2013 and showed all levels of calibrators passing within the acceptable % coefficient of variations (cvs). System check performed on (B)(4) 2013 following the erroneous accutni results failed the washed and substrate portion with elevated %cvs. The patient samples were collected in lithium heparin plasma tubes and centrifuged for 4 minutes at 4800 g. The customer reported that the patient samples were 3/4 full and were clear samples. No sample integrity issues were noted. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate hardware performance on the instrument. On (B)(4) 2013, the fse cleaned buildup in the wash buffer from the wash carousel. The fse also observed that the incubator belt was very stiff to move, so the fse replaced the incubator belt pulleys, clips, and belt. The fse also replaced the aspirate and dispense probes. A system check was performed and found to be failing the substrate portion. The fse returned on (B)(4) 2013 and replaced the substrate valve. The fse also cleaned the precision valve. The fse then performed a system check and passed within instrument specifications. A hardware/system malfunction is the likely cause of this event as the fse performed several necessary repairs to the analyzer; however, a specific malfunction could not be determined to be the cause of the event.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously elevated troponin (accutni) results within the risk stratification range for three (3) patients generated on the access 2 immunoassay portion of the unicel dxc 600i synchron access clinical immunoassay system used in conjunction with the access accutni reagent (lot number 226523). The erroneously elevated accutni results were released outside the laboratory; however, the customer reported there was no change to, or impact on, patient treatment. Upon repeat testing on this analyzer, the accutni results yielded within the normal reference range were obtained.